Event description:
On (B)(6) 2023, patient underwent duplex guided angiogram with right femoral access. Patient was discharged post procedure. On (B)(6) 2023, patient presented to office for follow up visit. Patient reported pain, numbness, leg discoloration. Patient sent to hospital for urgent revascularization for limb ischemia. Surgeon found retained vascular catheter. 8 cm removed, additional vascular catheter remained.